Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she found insulin inside the reservoir compartment. Blood glucose value was 186 mg/dl. The customer stated she did not know the location of the reservoir leak; she smelled insulin in the insulin pump and cleaned the reservoir compartment with a cotton swab. The reservoir was not used and discarded. Customer has not had insulin leaks since then.